Event description:
It was reported by the customer that the device would not deliver a shock with the quik-combo therapy cable. The doctor connected the hard paddles and a shock was delivered. When the user checked the device with a quik-combo tester, the device printed "ok". It was reported that there was no adverse event as a result of the reported failure.

Manufacturer narrative:
The customer was provided with a replacement quik-combo therapy cable, resolving the reported problem.